Event description:
It was reported that approximately one (1) year post-implantation, the patient experienced bone loss with implant migration and loosening. Subsequently, a revision procedure is pending. It was noted that the patient has a higher body weight (reported to be 300+). A new triflange implant is currently in process with the manufacturer, and a revision date has not yet been scheduled. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: us-20240189 lt triflange sz 26 item: lot: 66696668 -ti low profile screw 6.5x45mm item: 103536 lot: 325840 -ti low profile screw 6.5x45mm item: 103536 lot: 325840 -ti low profile screw 6.5x30mm item: 103533 lot: 865950 -ti lock-scr cancls 6.5x50mm item: cp161947 lot: 66103297 -ti lock-scr cancls 6.5x60mm item: cp161949 lot: 66207039 -ti lock-scr cancls 6.5x70mm item: cp161951 lot: 66428297 the customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.